Manufacturer narrative:
The device was returned to the manufacturer and the complaint was confirmed. Internal components were evaluated and corrosion was discovered within the motor, rotor, and bearings. The presence of corrosion can lead to increased friction between rotating components, resulting in heat being generated. The motor assembly, rotor assembly, and bearings were replaced and the device was returned to the user facility.

Event description:
It was discovered during a procedure that when the drill was plugged into the console, an error message appeared indicating that the drill was overheating. Another unit was used to complete the procedure. There was no user or patient injury reported and no adverse consequences alleged with this event.